Manufacturer narrative:
This report was found to be a duplicate of importer report number 0001222315-2020-08471.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 11. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 11. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.